Event description:
It was reported that the lead was explanted due to inappropriate shocks caused by oversensing of noise. Two stress tests performed on the implant site yielded no oversensing, however, when the patient turned sideways oversensing was seen. Varying lead impedance was also noted. No further patient complications were reported as a result of this event. Lead was returned with lead fracture noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: proximal conductor was fractured; full lead in segments was returned for analysis.